Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was in a lot of pain inside her body and that there was a loss of stimulation, shocking, overstimulation, and stimulation in an undesired location. The patient was in a lot of pain. She had pain in her lower back, up around her shoulders, in her left foot, in three toes on her left foot, in her whole left leg, and in her left hip. This was noted to be the chronic pain the stimulator was supposed to help her with. The patient was in a lot of pain on the day of the report. The patient's voice was affected by the pain. The patient had pain at the top part of her back where they put in the lead. It felt like something was sticking her. The event date was unknown, but the patient stated that is occurred the day of the report. The patient was having difficulty sleeping due to the lead site pain and implantable neurostimulator (ins) pain. The patient's ins seemed to get hot at night. This was noted to have been occurring since implant. It was noted that the ins had gotten hot twice at night. The patient noted that it felt like it was on fire so she got up and walked around. It took a couple of hours, but then it went away like it never happened. It was also noted that the patient could only lay on her left side or the ins poked her. A manufacturer's representative (rep) set "it" one time for the patient laying down, but when she was laying down, things got out of control. "It" got really fast and hard, which made the patient's knees hurt and it jumped in her ribs. The patient got help from a rep over the phone and they "took that off" so it did not happen anymore. The patient was not feeling stimulation in the right areas and had to turn stimulation up in order to feel it, but it was so high she was feeling a shocking sensation under her rib cage on the right side. The patient was not feeling stimulation and she could only feel stimulation if she increased too high, but then she felt shocking and overstimulation under her ribs near her right breast. This was noted to have been occurring since implant. The patient checked her device with her pp and it showed that stimulation was on. The patient had the ability to change stimulation. The patient tried to increase or decrease stimulation, but the issue did not resolve. The patient did not have adaptive stimulation. The patient had another group to try, but when it was tried, the issue did not resolve. The rep had been told by the patient that the coverage was where the patient needed it. The rep was going to see the patient on (B)(6) 2015. It was also noted that the patient's migraines came back, worse than they were. This was noted to have occurred at the beginning of (B)(6) 2015. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported she had an x-ray done and everything looked fine. The patient also reported the trial was more effective than the device. The patient stated her stimulator had not been effective since implant, but the trial was effective for her pain. Additional information received from the consumer reported she had been working with the manufacturer representative and her doctor to resolve the implant not being as effective as the trial. Her doctor has been notified of the issues and she had an appointment scheduled.